Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1709. The pt reported, he has not used or charged his scs system since (B)(6) 2012 during which the pt underwent back surgery to address the pt's pain due to the pt no longer receiving effective stimulation. It was also reported, the scs ipg is non-functional. No further action is being or will be considered due to the pt's inability to undergo surgical procedures from the complications that resulted from the back surgery.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.